Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report#: 1627487-2015-05431 ; reference MFR. Report#: 1627487-2015-05534 ; reference MFR. Report#: 1627487-2015-05535.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05431. It was reported the patient has lost stimulation. Previously, stimulation would shut off spontaneously. An impedance check revealed invalid impedance on all contacts. Troubleshooting via reprogramming was unsuccessful. As a result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2015-05431, reference MFR. Report#: 1627487-2015-05534, reference MFR. Report#: 1627487-2015-05535. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the 3244 lead was tested individually and showed invalid impedance. As a result, the 3244 lead was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2015-05431, reference MFR. Report#: 1627487-2015-05534, reference MFR. Report#: 1627487-2015-05535. Follow-up revealed x-rays were taken and revealed the patient's extension has pulled out of the ipg header. Surgical intervention remains pending.